Manufacturer narrative:
.

Event description:
Per the audiologist's report, the patient indicated to his parents on may 30, 2007, that his sound processor was not working. Testing at the clinic the following day showed no response from the device in common ground mode. All other tests were grossly within normal limits. The patient reportedly became very upset during stimulation, however, so the testing was discontinued. The patient's device was explanted and the patient was reimplanted with a new device during the same surgery the next month.